Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated result for accutni (troponin) above the ami cut off for one (1) patient that was generated by the access 2i (lxi) immunoassay system. Repeat analysis of the sample produced lower results within the risk stratification range for the patient. Per the customer supplied information, the patient had a procedure scheduled in the cardiac catheterization laboratory, but the procedure was postponed. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Per the customer, the samples were full draws and were collected in lihep plasma tubes and were centrifuged for 10 minutes at 3000 rpm. Per customer supplied information, the customer performed system checks three times on (B)(6) 2011 due to %cv failures on the washed portion of the system check. Per the customer, qc is performing within the customer's established ranges. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that a wash wheel pulley was not operating correctly. The fse replaced the au unit along with wash carousel pulleys and mixer rollers. The fse performed a passing system check within instrument specificity to verify hardware after repairs were completed. The customer recalibrated all assays and performed qc within their established limits for all assays after the fse had completed the repairs. Although the fse completed some repairs at the time of service, a definitive root cause for this event has not been determined to date.